Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported the stent was shortened. The physician was performing an artery angioplasty procedure with the use of an epic 7x60x120 stent. During deployment of the stent, it was noted it did not open correctly and was shortened (the stent did not expand the 60 mm extension). No patient complications were reported. Additional information has been requested but was not available at the time of reporting.